Event description:
It was reported that implant got loose at insertion. Three (3) meniscal cinch ar-4500: 2 of the devices were used during surgery but the implants got loose at insertion. The second implant was completely missing. The surgeon switched surgical technique and removed meniscus completely. Unfortunately, these 2 used items were not returned.

Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices involved in the complaint were not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.